Event description:
It was reported that the patient received 16 inappropriate shocks. Oversensing and high lead impedance of greater than 2500 ohms were also observed. The high voltage therapy has been turned off pending the patient's decision about a lead revision. No further patient complications were reported as a result of this event. Further information from an attorney alleges the plaintiff experienced physical, and other injury as a result of the recalled lead including inappropriate shocks, fracture or other injury requiring medical intervention. The attorney further alleges mental anguish and severe emotional distress. No further patient complications were reported as a result of this event.